Event description:
Neonatology np received a phone call from a peer at a neighboring hospital alerting her of a product recall in which there could be a potentially serious malfunction regarding the covidien pedi-cap end tidal co2 detectors used during intubations/ventilation of infants. It was stated there may be an issue with the pedi-cap causing increased airflow resistance impeding ventilation. Our facility had not received any notification regarding this recall from the manufacturer or our distributor at that time. This conversation suppressed the np to question if there had been a malfunction around a month ago on a premature infant who required full resuscitation and which staff had encountered trouble ventilating. At the time of the resusitation, a malfunction of equipment was not suspected. However; after receiving this info, the np now questions if the pedi-cap hindered proper ventilation. The infant was resuscitated and airlifted to another hospital for a higher level of care per protocol. We received a copy of the recall including the affected lot #'s (from the neighboring hospital) and pulled all involved equipment off of shelves/circulation/supply. In contacting the manufacturer our facility was told it was not their responsibility to notify us of the recall, it was the responsibility of the distributor we purchase from. We were finally notified by the MFR late in the day on 8/21/09. Again, we cannot confirm a malfunction but strongly suspect one occurred.